Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller successfully loaded a cartridge and resumed insulin therapy, and the issue was resolved. Cts to replace pump. A backup insulin pump will be used for insulin delivery.